Event description:
Information received by medtronic indicated that, during a cryoablation procedure, the user observed a baseline flow icon on the cryoconsole screen. Technical support was contacted and a field service visit was recommended. The case was completed with rf technology instead of cryo. There were no patient complications. Reportable following revision to regulatory reporting criteria.

Manufacturer narrative:
Technical support was notified of this occurrence. Upon review of complaint information, a service order was initiated to review the console performance on site. The reported issue has been confirmed by field service engineering. Console (B)(4) failed the inspection due to defective check valve (cv4).